Manufacturer narrative:
Evaluation results: one open portex epidural continuous tray was received in a plastic bag. Under visual inspection the investigator observed that the blue rubber part of syringe was damaged. The investigator subsequently tested its functionality, and confirmed leakage through the damaged blue rubber part immediately after the syringe was loaded with water.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical pain management portex epidural continuous tray contained a syringe that leaked.